Manufacturer narrative:
Part: 03.010.523; lot: 9645709; manufacturing site: (B)(4); release to warehouse date: december 01, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the driving cap/threaded was received with threaded tip of the driving cap shaft completely broken off and embedded in the returned concomitant insertion handle (part: 03.010.487, lot: 8806961). The transverse fracture is at the most proximal thread form of the distal threaded tip. No other issues were identified with the returned components of the device. The insertion handle was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The device failure/defect of broken tip was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: drawing: connector for insertion handle. Feature: diameter of shaft adjacent to distal threaded tip. Result: conforming. Dimensional inspection of the threads could not be conducted as the threaded distal tip is broken off and missing. The remaining thread form does not provide an accurate measurement for any thread diameters. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Connector for insertion handle, during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded as the threaded tip of the driving cap shaft was completely broken off and embedded in the returned concomitant insertion handle. While no definitive root cause could be determined, it is possible that the device encountered excessive forces and/or off-axis striking. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral nail procedure on (B)(6) 2019, the driving cap was broken. The broken section is lodged inside the insertion handle and therefore the handle is not usable. The driving cap was tightened into the insertion handle with a 11 mm wrench. The driving cap was being struck with a mallet by the surgeon. They were inserting a lateral entry femoral nail into a femur that had sustained a mid-shaft, transverse fracture. Another device was used to complete the procedure. Procedure was completed with five to ten (5 to 10) minutes of surgical delay. Patient was fine. Concomitant devices: insertion handle (part: 03.010.487, lot: 8806961, quantity: 1), femoral nail (part: unknown, lot: unknown, quantity: 1), mallet (part: unknown, lot: unknown, quantity: 1), wrench (part: unknown, lot: unknown, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).